Event description:
Boston scientific crm received information that post implant, this left ventricular lead displayed normal measurements. However the following day, this lead displayed loss of capture. An x-ray was performed revealing this lead was dislodged. A revision procedure was performed, attempts to reposition this lead were unsuccessful in obtaining acceptable lead measurements. A decision was made to remove this lead. The lead was removed, replaced and acceptable measurements were obtained.

Manufacturer narrative:
According to available information, no return of product is intended. Should additional information become available, this event will be updated.